Event description:
The patient reported she noticed a "knot on her stomach" approximately 2 days ago. She stated that she changes her insulin infusion headset and tubing every 3 days. She stated that she went to the doctor's office in 2008, for another issue and mentioned the knot to the nurse who suggested she call. During troubleshooting, the patient stated she always uses her abdomen for her infusion sites. Site rotation and management was discussed with the patient and a guide to site management was sent to the patient. On follow up, the patient said she was going back to the doctor to have the knot looked at. She stated that "it's spreading under my skin." She stated that she also noticed a smaller bump underneath her skin where another headset had been. On further follow-up, the patient stated she has not yet seen the doctor but the knot appeared to be diminishing in size. The patient did not report blood glucose concerns related to this issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.